Event description:
The surgeon stated the pediatric patient that received a 17mm on-x aortic valve via compassionate use request had passed away. He mentioned the cause as pannus on the valve but did not elaborate.

Event description:
The surgeon stated the pediatric patient that received a 17mm on-x aortic valve via compassionate use request had passed away. He mentioned the cause as pannus on the valve but did not elaborate.